Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 30 mg/dl, at the time of incidence. Customer reported that they were treated with carbohydrate, food and glucose tablets. Customer reported that the auto mode was automatically delivering the insulin at the time of incidence. Customer was not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.